Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text: device was not returned to manufacturing facility.

Event description:
It was reported that on (B)(6) 2023 at 07:05, a new syringe containing 2.5ml of medication was scanned and started on the pump by the nightshift rn with dayshift rns present. The dayshift rns proceeded to do drip calculations to ensure adequate volumes remain. The pump was programmed 2.5ml of medication, dose of 0.005 mcg/kg/min, rate of 0.08ml/hr. To infuse for the next 31.25 hours. Upon afternoon inspection of drips and pumps at 1400, the rns reportedly noticed that only 0.1ml was remaining in syringe. The rns immediately alerted the charge rn, attending md, director of unit and pharmacy. The customer reported that the pcu and syringe pump "was reading inaccurate volume in the syringe was immediately removed and turned over to pharmacy coordinator and biomed." There was patient involvement but unknown impact.